Event description:
Dexcom was made aware on (B)(6)2024, that on(B)(6)/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. It was reported that the patient experienced a skin reaction which occurred 3 days after the sensor had been inserted in the arm. The patient developed redness under the sensor patch area. The patient stated the reaction area looked like cellulitis. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2024, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin 250 mg, three times per day). At the time of the report the wound had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).